Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on september 8, 2017 due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was 800 mg/dl. The customer was treated with an insulin pen. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. The insulin pump was monitored for several days and no unexpected beeps noted. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump was received with stripped battery cap coin slot, cracked reservoir tube lip, broken battery tube threads and minor scratched lcd window.